Event description:
Caller reported a cartridge alarm 20 but confirmed it did not cause the customer¿s blood glucose level to exceed 500 mg/dl, ensuring there was no adverse impact to their blood glucose. In response, tandem technical support (cts) resolved to replace the pump and provided the caller with a pump that includes the updated software. Instructions were given for transitioning to the new pump, returning the problematic pump, and recommendations for sensor use, all of which the caller understood and acknowledged.